Event description:
It was reported that a spectrum pump had an under infusion in the cancer center. It was reported that the device was programmed to infuse 60cc of an unk fluid and only infused 50cc. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.